Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause is strip issue.

Event description:
Customer complains of hi control results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expired 8/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015: (B)(6). Caller setting up meter wanted to run control test. Caller did not use meter on herself. Ran control: obtained e-5 then hi. Results in the meter memory are the control results. Caller did not set time and date in meter.